Event description:
Medtronic received report that the pipeline vantage could not be flushed so the device could not be prepared. When tried, there was no flush coming from the sleeve. An attempt was made to manually flushed the device with a syringe as well without success. The pipeline vantage was then replaced and the replacement device was used without issue to successfully complete the procedure. As the issue was observed during preparation, the patient was not involved. Additional information received reported there was no resistance with the device in the sheath. There was no damage to the pipeline or the sheath.

Manufacturer narrative:
The pipeline vantage embolization device was returned within its introducer sheath. No damage was found with the introducer sheath. The pipeline vantage braid, sleeves, and tip coil appear to be in good condition within the introducer sheath. An attempt was made to backflush the introducer sheath by partially inserting the introducer sheath into an in-house rotating hemostatic valve (rhv) and closing the rhv. However, difficulty was encountered, and the introducer sheath could not be flushed. The pipeline vantage embolization device was pulled out from within the introducer sheath with resistance. No bends or kinks were found with the pipeline vantage pusher. Dried residue (likely saline) was found on the pipeline vantage pusher distal hypotube, arm¿s, and distal core wire. The pipeline vantage pusher support (silicone) disks were found in good condition. The pipeline vantage distal core wire was found broken distal to the sleeves within the tip coil region. The sleeves and tip coil were detached from the distal core wire. Dried residue was found on the tip coil. The tip coil outer coils were stretched, and the distal core wire was found broken with the tip coil. The pipeline vantage braid ends were found open and in good condition. The introducer sheath ID (inner diameter) was measured to be 0.021¿ (0.533mm) which is within specification (specification: 0.533mm ± 0.013). The pipeline vantage pusher support (silicone) disk od (outer diameter) was measured to be 0.0210¿ which is within specification (specification .0205¿ ± .0005). The broken pipeline flex distal core wire was sent out for sem (scanning electron micrographic) failure analysis. Per the analysis report, the broken end exhibited corrosion damage. Based on the device analysis and reported information, the customer¿s ¿resistance inside sheath¿ report was confirmed. Difficulty was encountered flushing the introducer sheath during analysis. The dried residue found on the pipeline vantage embolization device likely contributed to the difficulty during testing. Difficulty flushing the introducer sheath during use can occur if the introducer sheath is fully seated into the microcatheter hub, damaged introducer sheath, the rhv is insufficiently tightened, the supporting disk od is too large, or if the introducer sheath ID too small. No damage was found with the introducer sheath that would have contributed to the reported event. Rhv and hubbing techniques could not be ruled out as potential causes. As the introducer sheath ID and the support (silicone) disk od were found to be 0.021¿ it is possible that there was not sufficient clearance for flushing. Regarding the distal core wire separation as the sem report indicated corrosion damage it is likely the damage/separation occurred upon return to medtronic for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.